Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(4).

Event description:
T2 failed to deploy correctly in acl reconstruction and medial meniscal repairing. A backup device was readily available. There was a delay of less then 30 minutes.